Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery, excision of mesh, repair of hernia with bard ventralight st mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery, excision of mesh, repair of hernia with bard ventralight st mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incarcerated ventral hernia. ­­­­­­­­­the procedure performed was laparoscopic ventral hernia repair with implantation of mesh. Two years ago - the patient underwent a procedure for a laparoscopic ventral incisional herniorrhaphy with the pre-operative and post-operative diagnosis a recurrent ventral incisional hernia. The patient has also had a recurrence.